Event description:
On (B)(6) 2012 follow-up, the device was found in standby mode. After re-initialization attempt, the device's re-interrogation could not be completed and an error message was displayed ("reinterrogation failed. Pm is trying to load a patch"). Communication errors appeared afterwards. A complete device re-initialization was attempted but failed. Reportedly, the device was pacing at 70 min-1 and the magnet rate was also at 70 min-1; the battery impedance was at 2.96 kohms one year before (during the previous follow up). The device will be explanted and returned for analysis. This device was listed in the field safety notice issued in october 2005 on symphony / rhapsody related to metal migration (group no. 2). This was recorded under recall # z-0266-06 and recall# z-0267-06 in the united states.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.